Event description:
Add'l info rec'd from MFR 7/29/04: the reporter specifically complains that the pump has too many options. Keys are not locked, and the unit is sold without key cover. The unit cannot pull accurately from a 30 ml abbott syringe. Curlin medical 4000 plus is a multi-therapy device (user's manual ch.I, p.1), which can be locked into a single therapy mode (ch. Iii, p.33). Many hospitals use this option. Additionally, curlin medical offers the "4000 cms custom" pump which is set at the factory as a single therapy (pca) pump and will permanently remain in that state (addendum to 350-9009 enclosed). A number of hospitals have chosen this option. As a manufacturer, curlin medical offers a variety of choices; institutions should, and do choose the solution that suits them best. Curlin medical 4000 plus offers four lock levels (namely off, 1,2, and 3) with increasingly higher security levels. A table in the user's manual (p.156) explains the different options available with each lock level. With the lock level set at 3, the only keys available to the pt are (on/off, pause/run) and the only functions are (resume therapy, help, check power, view rx screen). In addition to this, curlin medical offers lock boxes (p. 142) with and without faceplates (reorder #340-0142) that cover the keypad. The choice of the lock level and security is entirely up to the institution. As curlin medical has no control over the manufacture of syringes, and due to variations in viscosity of content, and lot-to-lot friction in syringes, co does not make a general claim about pulling from pre-filled syringes. Co knows, however, by experience of two institutions which have been successfully using baxter 50 ml glass syringes (1 year), and abbott 30 ml glass syringes (2 years).

Event description:
This pump was designed, according to curlin representation, to be able to run 5 functions-continuous drip, pca, epidural, tpn etc. And was made for the home health area initially. In recent years it has been marketed to hospitals. There are too many options for one pump. The keys are not locked and the unit is sold in hospitals and home health without a key cover. Anyone at any time can press the keys. Braun sales representative stated that abbott syringes could be used with the curlin 4000 plus pump. When this was tried, the pump registered that thirty (30) ml had infused and, yet, there was 11 ml left in the 30 ml vial. After the fact, when braun/curlin representative were asked about this, the response was, "well, yes, we have heard that has happened before." Pt safety principles center on standardization and simplification, with the intent of eliminating potential human error. The curlin 4000 plus offers neither standardization nor simplicity. The selection options are limitless, hence, increasing the chance of human error. Security cannot be set. Reasonable security for pt safety cannot be assured. Rptr believes there are significant design flaws in this product.